Event description:
It was reported that a patient underwent oral and maxillofacial soft tissue debridement and suturing on (B)(6) 2025 due to 2-day right upper lip laceration and suture was used. Hospitalization diagnosis: 1. Right upper lip laceration; 2. Post-traumatic wound infection. The surgery was performed at 09:00. At 08:00 the next day, the patient complained of redness, swelling, pain, itching, and burning sensation in the right upper lip. Physical examination: clear consciousness, t: 36.6 p: 76 times/min r: 18 times/min bp: 112/72mmhg. The right upper lip and the surrounding skin of the lip were red and the area was wide to the right face, accompanied by significant swelling, pain, itching, and burning. The skin at the suture line of the lip wound was red, with light yellow exudate and a little bleeding. It was obviously painful to touch, but the suture had not fallen off. The patient continued to complain of redness, itching, and burning sensation on the skin. Physical examination showed that the right upper lip and the skin around the lip were reddened to the right face, accompanied by significant swelling, pain, itching, and burning sensation. The skin at the suture line of the lip wound was red, with light yellow exudate and a little bleeding. It was obviously painful to touch, but the suture had not fallen off. Strengthen local dressing changes, give dexamethasone sodium phosphate injection to strengthen anti-inflammatory and anti-allergic, and give injection of cefuroxime sodium for infection. At 15:00 on the third day, the patient complained that the redness of the skin from the right upper lip to the right face was reduced, it was slightly itchy, the burning sensation was reduced, and there was no fear of cold, fever, and other discomforts. Physical examination showed that the redness of the skin on the right upper lip and right face was reduced, and the skin at the suture of the lip wound was slightly red, with a little exudate, tenderness, and no suture falling off. Additional informaiton was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Additional information was requested, and the following was obtained: the event date should update to be 18-may-2025.